Manufacturer narrative:
A replacement breast pump was sent to the customer and it was requested that the customer's breast pump be returned for evaluation. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should there be additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitely concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer reported that she had a yeast infection/thrush, potentially from using the pump in style device. Her doctor diagnosed her with thrush and prescribed the antibiotic diflucan.